Event description:
The jig works fine on the -10; -11; -12 nails; but it won't seat over the -13 nail. The surgeon had to put the nail in with the extraction device and lock free hand using a fluoroscope. Surgery extended 45 minutes to an hour.